Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2019 a 76-year-old male patient underwent emergency tevar (thoracic endo vascular aortic repair) to treat a hyperacute (<24 hours) thoracic aortic dissection type b complicated by malperfusion in the gastrointestinal, renal/urologic areas as well as the lower limbs. Tevar was performed by implantation of (B)(4) (complaint device). The most proximal location of the dissection was in zone 3 (first 2 cm distal to left subclavian artery). The most distal dissected area was in zone 8 (renal to infrarenal abdominal aorta). The primary tear was reported to in zone 5 (mid descending aorta to celiac), with reported secondary/re-entry tears in both zone 4 (end of zone 3 to mid-descending aorta) and zone 5. The intended proximal seal zone was in zone 3 and the distal seal zone was in zone 5. The length of the proximal seal zone was 15mm. The length of the distal seal zone was 10mm. The morphology of the proximal neck included circumferential thrombus and mild calcification. The morphology of the distal neck included partial thrombus and mild calcification. At completion of the procedure the thoracic false lumen was reported as partially thrombosed with the source indicated as primary tear and the entry flow type being type 1b - distal. The abdominal false lumen was reported as patent with the source indicated as primary tear and the entry flow type being type 1b - distal. An endoleak of unknown type was also reported. No secondary intervention was performed to treat the endoleak/entry flow. There was no evidence of device issue(s) at the completion of the procedure. At the 6-month follow up ((B)(6) 2020) retrograde progression of the dissection was reported and there was still evidence of type 1b distal entry flow. He source indicated as primary tear and the entry flow type being type 1b - distal. The abdominal false lumen was reported as patent with the source indicated as primary tear and the entry flow type being type 1b - distal. A type 1b distal endoleak was also reported. An adverse event of progression of study aneurysm distal to the study device was reported with the onset date set to the same date as the 6-month follow-up on the (B)(6) 2020. The event was reported as related to the treated aortic disease as well as the study procedure. When asked how the study procedure caused or contributed to this event the answer was ¿stent graft too short potentially¿. It was not considered a device deficiency. Secondary intervention was performed on (B)(6) 2020 by open surgical repair without explantation of the study device. The reason for the conversion to open repair was ¿dissection with aortic dilatation distal from tevar.¿ the secondary intervention was considered successful and on all later follow-ups no signs of endoleaks/entry-flows has been reported and the thoracic false lumen has been reported as completely thrombosed and the abdominal false lumen as ¿not present.¿ the IFU state that the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. The indication for the procedure in this case was a dissection for which the safety and effectiveness of the device has not been evaluated. Furthermore, the intended proximal and distal seal zones for the device were 15mm and 10mm respectively which is shorter than the 20mm that the IFU indicate as a pre-requisite for an anatomy being suitable. In this case both a distal endoleak and false lumen entry flow are reported concomitantly at the 6-month follow up. Despite efforts to obtain clarification and additional information this was not provided. It is therefore assessed that the reported endoleak is the source for the false lumen entry flow and this is therefore handled as one complaint event. Based on the reported information the cause for the reported type 1b distal endoleak which possibly led to aortic dilatation and the need for open repair is likely due to incorrect planning/sizing in terms of device length and intended sealing zones as the sub-optimal morphology of these can have caused poor sealing. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref (B)(4) investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 28may2024: the intervention completed to treat the type ib endoleak that was present 151 days after the procedure was conversion to open surgical repair, with reason noted as ¿dissection with aortic dilatation distal from tevar.¿ the device was not explanted. The site also responded that they are unable to determine if the 151 day endoleak was the same as the unknown type of endoleak seen at the close of the procedure.

Event description:
Description of event according to study: from pre-procedure visit (B)(6) 2019. Primary indication for procedure: thoracic aortic dissection type b (hyperacute <24 hours). Proximal location of dissection: zone 3: first 2 cm distal to left subclavian. Most distal zone of dissection: zone 8: renal to infrarenal abdominal aorta. Primary tear: zone 5: mid descending aorta to celiac. Intended proximal seal zone: zone 3: first 2 cm distal to left subclavian. Intended distal seal zone: zone 5: mid descending aorta to celiac. Length of proximal sealing zone (mm): 15. Length of distal sealing zone (mm): 10. From procedure visit (B)(6) 2019. Were any significant medical problems or complications developed during study procedure?: no. Is there evidence of endoleak(s) at the completion of procedure?: yes, unknown type was a new secondary intervention performed to treat the endoleak(s)?: no. Is there evidence of device issue(s) at the completion of the procedure?: no. From follow-up CT/MRI, dissection assessment for: 6-month follow-up visit (B)(6) 2020. Progression of dissection: yes, retrograde. Status of false lumen thoracic: partially thrombosed. If patent or partially thrombosed, indicate source(s) of false lumen flow: primary tear. If primary tear, indicate entry flow type(s): type ib - distal status of false lumen abdominal: patent. If patent or partially thrombosed, indicate source(s) of false lumen flow: primary tear. If primary tear, indicate entry flow type(s): type ib - distal. From follow-up CT/MRI, endoleaks for: 6-month follow-up visit (B)(6) 2020. Is there evidence of endoleak(s)?: yes. If yes, indicate type(s): type I. If type I, indicate type(s): type ib (distal). Was a new secondary intervention performed to treat the endoleak(s)?: yes. From follow-up CT/MRI, anatomic measurements for: 12-month follow-up visit (B)(6) 2021. Progression of dissection: no. Status of false lumen thoracic: completely thrombosed. Status of false lumen abdominal: abdominal false lumen not present. Is there evidence of endoleak(s)?: no.

Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.